Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle came with a mix of product types. This was discovered during use. The following information was provided by the initial reporter: material no: 328440 batch no: 9287718 ,. It was reported parent of consumer reported having one poly bag of 8 mm syringes in her current box of 6mm syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned (8) 3/10cc syringe in an open poly bag from lot # 9287718. Customer states that she has one poly bag of 8 mm syringes in her current box of 6mm syringes from lot # 0034852. All returned syringes were tested using the cannula length gauge and all fell within specifications for 8mm cannula length as stated on the returned polybag. Also, a product mix between lot # 9287718 and lot # 0034852 would most likely not occur during the manufacturing process. A review of the device history record was completed for batch # 9287718 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle came with a mix of product types. This was discovered during use. The following information was provided by the initial reporter: material no: 328440, batch no: 9287718. It was reported parent of consumer reported having one poly bag of 8 mm syringes in her current box of 6mm syringes.